Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device revision. The device was implanted near the armpit and was causing discomfort to the patient. The device was moved to the pectoral region. Patient did well and will continue to be monitored.